Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause: mlc-28 - there was not enough information to determine the mlurc. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer was transferred from customer care coordinator who stated that customer believes results from meter are not accurate and that customer says that she is not feeling well. Customer came on the line and stated that she had to hang up because she is not feeling well. Customer was advised to hang up and call for medical assistance. Customer then disconnected the call; no further information was able to be obtained.